Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they wanted to turn on the lows and highs on the insulin pump. The customer¿s blood glucose was 153 mg/dl at the time of the incident. The customer patient wanted to set up the insulin pump. The customer was sent to emergency medical services for treatment but they are good now. The device will not be returned for analysis.